Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device is not available for return as it remains in the patient. The exact cause of the stenosis could not be confirmed. Per the instructions for use (IFU), restenosis of the valve and structural valve deterioration are potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, limited information was provided, the event may be related to progression of the pre-existing disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by (B)(6) clinical trial, nearly seven years post placement of the 26mm sapien xt valve in the aortic position, a valve in valve procedure was performed due to symptomatic stenosis.  Per tte performed six years and ten months post implant, the bioprosthetic valve leaflets were mildly calcified and mild to moderate regurgitation. The findings were consistent with severe stenosis.